Event description:
On (B)(6) 2012, customer reported a leak of faint red-colored fluid on the left side of the lh750 analytical station. Customer did not know the volume of fluid leaked, or the source of the leak. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a cut in the silicone duro tubing at valve 114. The cut in the tubing was caused by the pinch valve. Fse noted that the fluid sensor was wet and defective due to the leak. Fse replaced the tubing and fluid sensor. This resolved the leak, and no further issues were reported.

Manufacturer narrative:
(B)(4).